Event description:
On (B)(6) 2011, pt reported she has been having issues with the up button on her infusion device for the past month and a half. Pt stated she was attempting to bolus and get the back light to turn on when she noticed the issue. Pt reported the button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.